Event description:
Brush heads keep slipping off [device breakage] no adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b professional care rechargeable toothbrush, his last 2 packages of oral-b brushheads, version unknown, keep slipping off. He has had the toothbrush for a couple of years. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.